Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'air in line when no air in line is visible' was verified through a review of the event history log but not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line when no air in line was visible during testing. There was no patient involvement. No additional information is available.